Event description:
The customer reported that their device had its service indicator illuminated and had logged a critical event code. This event code prohibits operation of the device in AED mode. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The customer advised physio-control that they have decided to remove the device from service and not seek repair options due to the costs associated with repair. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.